Event description:
The product was used during a lobectomy procedure. Reportedly, the handle broke and the instrument would not fire. The surgeon sutured by hand to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.